Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that the implantable neurostimulator (ins) sensation felt like it was turning on/off. The impedances were >10,000 and <(> <<)>50 ohms. It was reported that the impedance changes occurred when palpating the ins. There were no associated falls or traumas. It was noted that the ins was at the beltline and fairly superficial. The issues started at the beginning of (B)(6). It was also noted that the patient had a 5-6-5 lead implanted in 2009 but this was not in manufacturer records for the patient. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported the patient met with the surgeon¿s office and had been scheduled for a system revision. No further complications were reported.